Event description:
It was reported that the customer has a bent/damaged fowler weldment with exposed sharp metal edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Updated the device catalog number and serial number in section d4.

Event description:
No new information.